Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they had unexplained high and low blood glucose. The customer indicated that their blood glucose level was 535 mg/dl and also went low to 44 mg/dl and that they were hospitalized. The customer indicated that he was off of the pump for 9 days while in the hospital. Troubleshooting was declined by the customer to check the settings. The customer indicated that a battery out limit was received but display showed a full battery indication. The customer also indicated that the batteries were out of the unit longer than recommended. The customer was advised to monitor pump, blood glucose and to call back if further assistance is needed.